Event description:
Surgeon reports surgery to remove broken screws and use iliac crest graft for nonunion. Cause of breakage: nonunion shifted distally due to full weight bearing and resulted in increased stress on distal screws which caused screw breakage. No indication of product defect.